Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to the application of external force, such as strong rubbing on the device during transportation, storage, use, cleaning, etc. The following verbiage is identified within the instruction manual, which may prevent the phenomenon: "important information ¿ please read before use warnings and cautions (p.7): warning ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient.¿

Manufacturer narrative:
During evaluation of a returned device, it was found the probe unit was loose and the forceps cover glue was peeling. Also found was a crack in the a-rubber (bending section) glue, a loose elevator plug, insulation out of specification, glue peeling on the objective lens, and a detached customer label. This event is under investigation. A supplemental report will be submitted upon receiving additional information. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. Actions have been initiated to manage the remediation of this issue and any required MDR reporting.

Event description:
It was reported the evis exera ii ultrasound gastrovideoscope had an image issue during a procedure. During the evaluation of a returned device, it was found the probe unit was loose and the forceps cover glue was peeling. There was no patient harm or impact to patient care associated with this event.